Manufacturer narrative:
Result: damaged footboard scale module and faulty load cell.

Event description:
It was reported by service report that the load cell failed, and the footboard scale module was damaged, and bed exit was not functioning. No pt involvement or adverse consequences were reported.